Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to "the customer is unwilling to return". A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
Adc (abbott diabetes care (adc) received a complaint via social media, and it reported a reading issue with the adc device. It was reported that the customer encountered an unknown reading issue with the adc device, and it is unknown whether a trend arrow was noted on the device. The customer experienced a loss of consciousness and was seen at an emergency room (ER). It was further reported, the customer received third-party treatment for the reported issue however, the treatment details were not provided. There was no report of death or permanent injury associated with this event.